Event description:
It was reported that three osvii used on a patient were blocked. Requests were made for additional information but, the surgeon refuses to cooperate.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.